Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided in addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00055-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned to manufacturer.

Event description:
Patient underwent biomet partial knee (oxford) in (B)(6) 2011. Subsequently, the bearing was revised on an unknown date. Patient was told the bearing was quite small, and it was replaced with a thicker one ((B)(4)). Patient continued to have problems and pain. Subsequently, on (B)(6) 2019 underwent revision due to tibial and possible femoral loosening. There was cartridge damage. Revised to total knee, thinks it is biomet as well ((B)(4)). Continues to experience pain and difficulty walking ((B)(6) , (B)(4)). This complaint reports the revision due to tibial and possible femoral loosening.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical devices: medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown; medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00055. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
Patient underwent biomet partial knee (oxford) in (B)(6) 2011.subsequently, the bearing was revised on an unknown date. Patient was told the bearing was quite small, and it was replaced with a thicker one ((B)(4)). Patient continued to have problems and pain. Subsequently, on (B)(6) 2019 underwent revision due to tibial and possible femoral loosening. There was cartridge damage. Revised to total knee, thinks it is biomet as well ((B)(4)). Continues to experience pain and difficulty walking ((B)(4)). This complaint reports the revision due to tibial and possible femoral loosening.